Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2026. The failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043261, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that one hl20 pump with serial # (B)(6) displayed the error message ¿runaway¿. The instance of time was not provided. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).